Event description:
Conmed mini endo pocket broke and arm snapped in half while inside of patient. Pieces were retrieved. Manufacturer response for laparoscope, general plastic surgery, conmed (per site reporter). Waiting for their response.